Event description:
It was reported that, the leak was found between the y site. Detected during installation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, the leak was found between the y site. Detected during installation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned infusion set, the complaint of a leaking device is confirmed. A functional test of attempting to infuse water into the y-site using a 12 ml syringe revealed the device to leak at the observed split. A microscopic observation revealed the longitudinally aligned split to be along the white portion of the y-site. Because functional testing revealed a leak at the y-site of the infusion set, the complaint is confirmed as a supplier-related event.